Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during an insertion of a lynx retropubic mid-urethral sling and cystourethroscopy procedures performed on (B)(6) 2014, for the treatment of recurrent stress urinary incontinence and urethral hypermobility. Throughout the surgery, no complications were reported. Furthermore, the patient was awakened from anesthesia, and she was transferred to the recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code captures the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.